Event description:
It was reported that it was unable to pace on the second day of use. There were no problems initially. The clinician changed the position of the catheter and increased the output but the problem was not solved. The catheter was replaced and the problem was solved. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was received with the syringe. There was a suture tied around the catheter body tube 35cm proximal of the catheter tip. The balloon inflated clear and concentric with 1.3cc air and the balloon remained inflated for 5minutes without leakage. Continuity testing was performed on the distal and proximal electrodes and there were no open or intermittent or short conditions observed. The catheter body was received with a kink 29cm proximal of the catheter tip. The catheter also appears to have been tied in a loop between the suture and kinked area. A kink was confirmed on the catheter; however, there was no evidence of a manufacturing nonconformance found during the evaluation. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The cause of pacing difficulty could not be determined with any certainty; clinical or procedural factors may have contributed to the damage. No actions will be taken at this time.